Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had uncomfortable stimulation about (B)(6) 2018. Patient states her hip got painful, bursitis got into it, and she was in excruciating pain, then that caused her overactive bladder to go off. It was constantly vibrating like pt had to go to the bathroom. Caller had to get her son to get the controller to turn the therapy off to stop the vibrating. Caller thinks the vibrating killed the battery, later when she tried to turn ins on it wouldn't come on and the doctor confirmed it was dead. Per pt, her battery died, it is no longer working. It was constantly vibrating, and they weren¿t sure if that¿s what set it off. Ins is currently off, vibrating has resolved, and patient is no longer having symptoms. At this time ins is being left in and monitored. Patient services redirected the patient to their healthcare professional (hcp) for any future discussion about ins removal/replacement if that is desired. No further complications were reported or are anticipated.